Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real-time clock has a different power source from the pump parameters display and alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a low flow alarm occurred on the controller. After this, there were high priority alarms that happened. It was noted that when they tried to change the date, it switched to an erroneous date of (B)(6) 2099. There were more alarms generated during log file downloads, the controller kept alarming various alarms during the download process. Vad disconnect alarms were logged after the first few high priority alarms and after four critical battery alarms which were due to the suspected internal circuit issue. The controller was exchanged, triggering the vad disconnect alarms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of low flow alarms, critical battery alarms, vad disconnect alarms and incorrect date/time stamp. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple low flow alarms on (B)(6) 2017 within 07:15:42 and 16:32:04 hours. The low flow alarms are likely patient related and not due to a device malfunction. Additionally, several critical battery alarms followed by vad stopped alarms were recorded with an incorrect date/time stamp and no battery serial ID, or cycle count. The vad stopped alarms were indicating that the driveline was physically disconnected from the controller. Visual inspection revealed that the alignment guides in power port 1 and power port 2 were worn. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, due to a damaged diode. After replacement of damaged components, the controller performed as expected including a correct date/time stamp. A possible root cause of the critical battery alarms and incorrect date/time stamp event can be attributed to a misalignment of a battery or controller ac adapter on both power ports of the controller, as suggested by the worn alignment guides found in each power port. The misalignment of the controller battery or controller ac adapter likely caused a voltage spike on the communication pin of the connector, which damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information. If information is provided in the future, a supplemental report will be issued.